Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of over 400 mg/dl. The caller stated that the customer was vomiting prior to the hospitalization. The customer did not mention any form of treatment for their blood glucose levels. Customer was wearing the pump at the time of emergency room visit. The caller stated that the sensor cannula was bent at the time of the call but the customer stated that the cannula was not bent prior to the hospitalization. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.